Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a ureteroscopy with laser lithoripsy procedure in the right ureter performed on (B)(6) 2018. According to the complainant, during procedure, when the nurse went to remove the laser fiber from the laser unit, it was noted to be hot to touch. The nurse removed the fiber wearing a glove. Additionally, the sma boot detached from the fiber connector and the fiber body was bent in two places. The procedure was completed with another flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects as a result of this event.